Event description:
The user facility (a veterinary facility) reported a plastic piece of the catheter was left in the patient. Follow-up communication from the user facility reported: vet indicated that a piece about 2 inches was still inside the patient; the missing piece was retrieved; and the dog is reported doing "fine."

Event description:
This report is being submitted as follow-up #2 for mfg. Report #9681835-2014-00011 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 05/02/2014.

Manufacturer narrative:
(B)(4). The involved device was not returned to the manufacturing facility for evaluation, which limits the failure investigation. However, pictures were provided for review. The photo of the actual sample confirmed that the catheter was broken at about 5.5mm from the hub. A test sample was used to intentionally simulate the observed damage to the returned device. Although the cause of the reported event cannot be definitively determined, the description of the event and pictures are consistent with the catheter tubing being inadvertently cut by scissors or a sharp object. There is no indication that there was any relation to a device defect or malfunction. A review of the process inspection records confirmed that there were no production related problems. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
The involved device was returned and evaluated by qa at the manufacturing facility. Visual inspection of the device confirmed the catheter was broken at about 5.5mm from the hub. The sample was observed under microscopic view and found that the broken part of the catheter surface had an oval, flat, and sharp edge. Although the cause of the reported event cannot be definitively determined, the description of the event and the appearance of the returned sample are consistent with the catheter tubing being inadvertently cut by scissors or a sharp object. There is no indication that there was any relation to a device defect or malfunction.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681835-2014-00011 to provide the results of the evaluation of the returned sample.